Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: due to faulty cable. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a black image. The issue was found during preparation for a therapeutic cystoscopy procedure that was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported that the subject device had a black image. The issue was found during preparation for an unknown therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.